Event description:
Reportedly, while monitoring a pt with the device, the pt ECG was very noisy and would intermittently disappear off the display entirely. A backup device was connected to the pt. The pt was diagnosed at this time with a non-shockable rhythm. The pt was not resuscitated. The reporter indicated the pt outcome was not affected by device operation, due to a lack of pt viability.